Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument cracked during impaction, nothing fell into patient, the case was completed successfully without additional instrumentation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found multiple fractures on the stem feature. Gouge marks and dents were noted which is suggesting repeated use. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause can be attributed to wear. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.